Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator suddenly shut off while in the niv mode on a baby overnight with accompanying alarms. The patient was connected to another ventilator in a controlled maneuver. There were no patient health consequences reported.

Event description:
It was reported that the ventilator suddenly shut off while in the niv mode on a baby overnight with accompanying alarms. The patient was connected to another ventilator in a controlled maneuver. There were no patient health consequences reported.

Manufacturer narrative:
The investigation was based on the log file of the affected device. Based on the entries available there was a communication problem between the cockpit and the ventilation unit caused by a persistent solid-state disc error. If the disk drive is not accessible for the microprocessor system, the safety software initializes a warmstart of the cockpit infinity c500. If the disk drive is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. The ventilation is not affected by a warmstart of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Based on the investigation results this case is considered not to be reportable as neither death nor a serious injury were caused nor would it be expected to occur in case of recurrence.